Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was working off and on. They determined safety mechanism / "time-out" for excessive activation was the culprit. They replaced with additional generator to finish the case. The procedure was only delayed for the time to exchange the tw power supply, to second unit, in the room. No injury.

Manufacturer narrative:
Trackwise # (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # :(B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. H3 other text : device not returned.